Event description:
A power on reset (por) occurred with a brand new implant. The error code 23 displayed. The device was cleared and re-interrogated, the error was gone. Then went to the lead configuration screen. It was clarified that the por screen displayed when reading the ins with the recharger to recharge ins. The 8840 had to be used to interrogate the ins. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 37751, serial# unknown, product type: recharger. (B)(4).